Event description:
The hcp reported that the patient expired 41 months following pump implant. The patient was receiving prialt and hydromorphone via the drug delivery system in addition to multiple oral medications. The dose of prialt was being titrated, as the patient had developed various symptoms. Pt was admitted to the hospital in 2005 with elevated temperatures and subsequently developed renal failure and sepsis. The patient was placed on a ventilator and died 3 days later with "fulminant sepsis clinical presentation" - "most likely related to a long time fungal infection". The hcp reported that there was no indication of pump malfunction. No autopsy was performed.